Event description:
The advocate stated that she tested her blood glucose using her meter and received a reading of 93 mg/dl. She retested using the customer's breeze2 meter and received a reading of 211 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned for evaluation.